Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed that noted a piece of brown particulate matter in the luer lock. The reported condition was verified, and the cause of the condition was determined to be the operator gowning process. To address this issue, the gowning process was reviewed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a particle in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.